Event description:
I had purchased icy hot patches, thinking I had pulled a muscle, for relief. I used the first one, then the second, after the third one was removed there were tiny red blotches that looked like small pimples. These turned to bruises and I feel sick to my stomach, headache. I have called the dr and awaiting his return call. My concern is: is there something in my blood system for concern ? - would this adverse reaction be of any great concern? - what am I able to do? Dose or amount: 3, frequency: 3 days, route: top. Dates of use: 2008. Diagnosis or reason for use: ? Of a pulled muscle.